Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the lesion was a total occlusion in the right superficial femoral artery. The balance middleweight (bmw) guide wire was used with a non-abbott balloon catheter. During use, the tip of the bmw guide wire separated. No resistance was noted during advancement or retraction in the lesion. The separated tip portion was retrieved with a snare. The procedure proceeded successfully. No adverse patient sequelae were reported. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, it was determined that this event is a duplicate event of (B)(4) which was filed under medwatch report number 2024168-2011-05407.